Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 245 mg/dl and 41 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter serial number v-f267-30834. Returned meter performed in accordance with manufacturer's instructions for use. Customer's complaint of erratic readings was not duplicatd during testing. The freestyle blood glucose readings reported by the customer were not found in the meter internal log.